Event description:
The pump was returned for investigation. Investigation revealed that the keypad flex was lifting, contamination was under all of the button contacts, and the display screen was dim and discolored. This report is made based on results of investigation completed on 12/12/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad cover was damaged and exposed the button contacts. The keypad flex was lifting from the base. The contrast button was unresponsive due to the key contact missing. Contamination was found under all of the button contacts when the keypad was removed. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).